Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be prematurely depleting due to a rise in the left ventricular (lv) and right ventricular (rv) lead thresholds. At this time the crt-p was reprogrammed to address this issue and remains implanted and in service. No adverse patient effects were reported.